Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump's accuracy was within specification. However, it was near the upper limit of the specification. The expulsor was preventatively adjusted to address future issues.

Manufacturer narrative:
B3: the year of the event date is unknown; "11/6/202" was provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the flow rate accuracy is incorrect. There was patient involvement but confirmed that no patient harm/adverse event reported.